Event description:
It was reported that during a drainage procedure, the radiopaque marker remained inside the kidney. The stent was successfully deployed and when the physician went to pull the delivery system out, he felt resistance with the pusher. The physician had to pull very hard and the radiopaque marker came off the pusher inside the kidney. The physician attempted to "wedge" the marker into the nephrostomy catheter, but was unable to do so. He felt further intervention to remove the marker would potentially cause more harm. The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient's condition listed as "fine."

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.